Event description:
Accidental small burn to small bowel requiring seromuscular repair. Microscopic hole found on evaluation by visions in endosurgery. Instrument resheathed. According to the info rec'd from the hosp, it is MFR's firm belief, that this incident requires no MDR reporting under paragraph 21 cfr, section 803 since no serious pt injury was reported.